Manufacturer narrative:
The device was returned for evaluation and radiographs provided confirmed the reported event. Review of the provided radiographs confirmed the screw shank separated from the tulip assembly, also noting that several bilateral screws placed including the separated one appear to be hyper angulated. Examination of the returned screw was noted the split ring gap was enlarged and the tulip threads are heavily damaged on one side missing helical flange on all three threads consistent with cross threading and likely the cause of the reported pop during placement. It is unknown if a counter torque was utilized during the final lock screw tightening. The root cause of the of the event appears to be the result of extreme angulation of the shank in relation to the tulip head combined with excessive force (cross threading) resulting in prying force and subsequent separation. No additional investigation required. Manufacturing review: review of the device history record notes no material non-conformances, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. Labeling review: "potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation..." "Warnings, caution and precautions the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant..." "...notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage. Correct mating of system components should also be considered at each component interface, such as screwdriver-screw, rod-tulip rod slot, etc. Incorrect or inadequate mating of such components may result in further surgical delays or compromised construct integrity. Based on the fatigue testing results, when using the nuvasive reline cervical system, the physician/surgeon should consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc. Which may impact on the performance of the system..." "...pre-operative planning prior to implantation of posterior cervical lateral mass and pedicle screw spinal systems should include review of cross-sectional imaging studies (e.g., CT and/or MRI imaging) to evaluate the patient's cervical anatomy including the transverse foramen and the course of the vertebral arteries. If any findings would compromise the placement of lateral mass or pedicle screws, other surgical methods should be considered. In addition, use of intraoperative imaging should be considered to guide and/or verify device placement, as necessary..." "...care should be taken to insure that all components are ideally fixated prior to closure." "Compatibility...all implants should be used only with the appropriately designated instrument (reference surgical technique)¿." "Pre-operative warnings use of cross sectional imaging (i.e., CT and/or MRI) for posterior cervical screw placement is recommended due to the unique risks in the cervical spine. The use of planar radiographs alone may not provide the necessary imaging to mitigate the risk of improper screw placement. In addition, use of intraoperative imaging should be considered to guide and/or verify device placement, as necessary...3. Care should be used in the handling and storage of the reline cervical implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments. For sterile implants: assure highly aseptic surgical conditions, and use aseptic technique when removing the reline cervical implant from its packaging. Inspect the implant and packaging for signs of damage, including scratched or damaged devices or damage to the sterile barrier. Do not use the reline cervical implants if there is any evidence of damage...5. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Method of use please refer to the surgical technique for this device." "Information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at..."

Event description:
On (B)(6) 2023 a patient underwent a posterior fixation procedure from c2 to c7. During the procedure while tightening the final left c7 screw the surgeon felt a pop. He removed the set screw and the rod was sitting correctly so he resecured the set screw and final tightened the construct. On (B)(6) 2024 the patient was complaining of neck discomfort and it was discovered in imaging that the tulip had disassociated at the left c7 level. This was discovered before the patient had been discharged. On (B)(6) 2024 a revision occurred and the screw was replaced with one that was the same length, 0.5mm larger in diameter. The patient is reported to be doing well post revision.